Manufacturer narrative:
(B)(4)

Event description:
After t1 deployment, the t2 implant was not deployed while the deployment knob was depressed. The operation was completed with the other fast-fix 360, which performed properly. The implants remained inside the patient's body. Although 3 lot numbers (50489773,50497291,50490564) were provided from our sales rep, it is not clear which lot was defective one.